Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), haemorrhagic anaemia ("anemia / low blood") and genital haemorrhage ("heavy bleeding / loss of blood") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test". The patient's concurrent conditions included overweight. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), haemorrhagic anaemia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), the first episode of fatigue ("fatigue"), dizziness ("dizziness"), pruritus ("itching"), loss of libido ("hormonal changes describe: loss of sex drive"), mood swings ("mood swings"), depression ("depression"), rash ("rash / rash between inner thighs"), migraine ("migraine headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem of changes"), urinary tract disorder ("urinary problems of changes"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of fatigue ("fatigue"), vision blurred ("blurriness"), weight increased ("weight gain"), back pain ("back pain"), alopecia ("hair loss"), vaginal infection ("vaginal infection") with vaginal discharge, fungal infection ("yeast infection"), hyperhidrosis ("sweat"), dyspareunia ("dyspareunia"), pain in extremity ("pain in bak of legs"), adnexa uteri pain ("ovaries pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (underwent a robotic hysterectomy with removal of the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, haemorrhagic anaemia, genital haemorrhage, dizziness and pruritus had resolved, the loss of libido, mood swings, depression, migraine, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, the last episode of fatigue, vision blurred, weight increased, alopecia, vaginal infection, fungal infection, hyperhidrosis, dyspareunia and adnexa uteri pain outcome was unknown and the rash, back pain, pain in extremity and vulvovaginal pain was resolving. The reporter considered adnexa uteri pain, alopecia, back pain, bladder disorder, depression, dizziness, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital haemorrhage, haemorrhagic anaemia, headache, hyperhidrosis, loss of libido, migraine, mood swings, nausea, pain in extremity, pelvic pain, pruritus, rash, urinary tract disorder, vaginal infection, vision blurred, vulvovaginal pain, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added, event added as :- hormonal changes describe: loss of sex drive, mood swings, depression , abnormal bleeding (general) , infection (bladder/ urinary tract/vaginal) type: uti , allergic or hypersensitivity reaction type: rash, low blood, migraine headaches , apareunia (inability to have sexual intercourse) ,psychological or psychiatric problems condition: depression , rashes or skin conditions type: rash between inner thighs ,bladder or urinary problems of changes , migraines / headaches , nausea , dysmenorrhea (cramping), pain ,vaginal discharge , fatigue , vision/eye problems type: blurriness , weight gain / loss specify which one: weight gain , otherinjury(ies) or complication (s) please describe: back pain ,hair loss, vaginal pain,she did not underwent for confirmation test incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage ("heavy bleeding / loss of blood/abnormal bleeding general"), the first episode of fatigue ("fatigue"), loss of libido ("hormonal changes describe: loss of sex drive"), mood swings ("mood swings"), depression ("depression"), rash ("rash / rash between inner thighs"), migraine ("migraine headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem of changes"), urinary tract disorder ("urinary problems of changes"), nausea ("nausea"), vision blurred ("blurriness"), alopecia ("hair loss"), fungal infection ("yeast infection"), hyperhidrosis ("sweat"), urinary tract infection ("uti") and hypotension ("low blood pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blood loss anaemia ("anemia / low blood"), dizziness ("dizziness"), pruritus ("itching"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea cramping"), the second episode of fatigue ("fatigue"), back pain ("back pain"), vaginal infection ("vaginal infection") with vaginal discharge, dyspareunia ("dyspareunia"), pain in extremity ("pain in bak of legs"), adnexa uteri pain ("ovaries pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a robotic hysterectomy with removal of the essure device). Essure was removed on 29-mar-2013. At the time of the report, the pelvic pain, blood loss anaemia, genital haemorrhage, dizziness and pruritus had resolved, the loss of libido, mood swings, depression, migraine, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, the last episode of fatigue, vision blurred, weight increased, alopecia, vaginal infection, fungal infection, hyperhidrosis, dyspareunia, adnexa uteri pain, urinary tract infection and hypotension outcome was unknown and the rash, back pain, pain in extremity and vulvovaginal pain was resolving. The reporter considered adnexa uteri pain, alopecia, back pain, bladder disorder, blood loss anaemia, depression, dizziness, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hyperhidrosis, hypotension, loss of libido, migraine, mood swings, nausea, pain in extremity, pelvic pain, pruritus, rash, urinary tract disorder, urinary tract infection, vaginal infection, vision blurred, vulvovaginal pain, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: removal date- 28mar2013 (as per mr) discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Most recent follow-up information incorporated above includes: on 12-feb-2020: pfs received: reporters were added. New events- urinary tract infection, low bp, were added. Event onset dates were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent for confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2012, the patient experienced genital haemorrhage ("heavy bleeding / loss of blood/abnormal bleeding (general)"), the first episode of fatigue ("fatigue"), loss of libido ("hormonal changes describe: loss of sex drive"), mood swings ("mood swings"), depression ("depression"), rash ("rash / rash between inner thighs"), migraine ("migraine headaches"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder problem of changes"), urinary tract disorder ("urinary problems of changes"), nausea ("nausea"), vision blurred ("blurriness"), alopecia ("hair loss"), fungal infection ("yeast infection"), hyperhidrosis ("sweat"), urinary tract infection ("uti") and hypotension ("low blood pressure"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), blood loss anaemia ("anemia / low blood"), dizziness ("dizziness"), pruritus ("itching"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of fatigue ("fatigue"), back pain ("back pain"), vaginal infection ("vaginal infection") with vaginal discharge, dyspareunia ("dyspareunia"), pain in extremity ("pain in bak of legs"), adnexa uteri pain ("ovaries pain") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (underwent a robotic hysterectomy with removal of the essure device). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, blood loss anaemia, genital haemorrhage, dizziness and pruritus had resolved, the loss of libido, mood swings, depression, migraine, female sexual dysfunction, bladder disorder, urinary tract disorder, headache, nausea, dysmenorrhoea, the last episode of fatigue, vision blurred, weight increased, alopecia, vaginal infection, fungal infection, hyperhidrosis, dyspareunia, adnexa uteri pain, urinary tract infection and hypotension outcome was unknown and the rash, back pain, pain in extremity and vulvovaginal pain was resolving. The reporter considered adnexa uteri pain, alopecia, back pain, bladder disorder, blood loss anaemia, depression, dizziness, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital haemorrhage, headache, hyperhidrosis, hypotension, loss of libido, migraine, mood swings, nausea, pain in extremity, pelvic pain, pruritus, rash, urinary tract disorder, urinary tract infection, vaginal infection, vision blurred, vulvovaginal pain, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. No further causality assessment were provided for the product. The reporter commented: removal date- (B)(6) 2013 (as per mr) discrepancy noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), fatigue ("fatigue"), dizziness ("dizziness"), pruritus ("itching") and anaemia ("anemia"). The patient underwent a robotic hysterectomy with removal of the essure device. There is discrepant information regarding essure insertion and removal dates (source document indicates insertion in (B)(6) 2014 and removal on (B)(6) 2013). At the time of the report, the pelvic pain, genital haemorrhage, headache, fatigue, dizziness, pruritus and anaemia had resolved. The reporter considered anaemia, dizziness, fatigue, genital haemorrhage, headache, pelvic pain and pruritus to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.